Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, shortness of breath, low heart rate and low energy. The pacemaker remains in service at this time.

Manufacturer narrative:
See correction to section e and field g.2.

Manufacturer narrative:
This report is being filed to provide additional information and also to correct field b5: describe event or problem.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, syncope, shortness of breath, low heart rate and low energy. The pacemaker remains in service at this time. It was reported that surgical intervention was undertaken as a result of the previous reported clinical observations. This pacemaker was explanted and replaced with a non-boston scientific device. The status of the right ventricular (rv) lead is unknown at this time. No additional adverse patient effects were reported. Additional information was requested, however, no additional information is available at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that additional information was received that threshold measurements had been fluctuating. Multiple programming changes were made to outputs as a result. Subsequently, the device reached elective replacement indicator (eri), and was explanted and replaced with a non-boston scientific device. The rv lead was also explanted and replaced with a non-boston scientific lead during the procedure.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, syncope, shortness of breath, low heart rate and low energy. The pacemaker remains in service at this time. It was reported that surgical intervention was undertaken as a result of the previous reported clinical observations. This pacemaker was explanted and replaced with a non-boston scientific device. The status of the right ventricular (rv) lead is unknown at this time. No additional adverse patient effects were reported. Additional information was requested, however, no additional information is available at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to provide additional information and also to correct field b5: describe event or problem.

Event description:
It was reported that the right ventricular (rv) threshold had increased dramatically within a few days time and was higher than the pacemaker output, resulting in intermittent loss of capture. The pacemaker outputs were increased which led to faster depletion of the battery. Last year the battery longevity was six years and recently was only two years. It was thought that the high thresholds were due to vegetation around the rv lead. The patient was dependent and experienced some dizziness, shortness of breath, low heart rate and low energy. The pacemaker remains in service at this time.